Event description:
The manufacturer received information alleging a ventilator had cosmetic issues of a cracked front handle, missing feet, no clip, and the bellow was missing. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log indicated the internal battery was not present. The internal battery was found disconnected. The customer did not want repairs made to the device. The internal battery was connected. The inlet air path assembly and removable air path foam were replaced per remediation and the blower bellow and clip were replaced. The device passed all testing.